Manufacturer narrative:
The device was not returned for evaluation nor were x-rays provided to confirm the alleged event. Root cause is unable to be determined at this time. Device has not been returned.

Event description:
Information was received via a clinical study that 49 bone segments were hypertrophic only. It was noted that these were radiographic findings only and not clinical. No revision information was provided.